Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) did not perform functional test to the unit due to detached shaft assembly that was unable to couple with test flex cable. Shaft assembly will be replaced once materials are available. This complaint is related to (B)(4) / MDR# 1828100-2016-00760. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. As per srt, cam/gear assembly part will be replaced.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the cam/gear assembly had faulty bearing and did not rotate smoothly. There was no patient involvement.